Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was found broken in two fragments. The guidewire was fractured 7cm from the distal end, the nitinol and core wire were separated. The platinum coil sections were protruding through the nitinol at the separated sections and the platinum coil was stretched and separated. The guidewire was slightly shaped at the distal tip. During functional testing, the guidewire was hydrated and there were no anomalies noted to the outer coating of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates that there was no damage noted to the packaging prior to use, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the dfu, and continuous flush was maintained throughout the clinical procedure. The same sl-10 microcatheter was used to complete the procedure and the patient¿s anatomy was moderately tortuous. It is possible that the patient¿s moderately tortuous anatomy may have potentially required excessive torqueing and manipulation during the procedure resulting in the breakage of the guidewire distal tip. The as reported issue guidewire friction and as analyzed issues guidewire distal tip broken/fractured during use and guidewire distal tip stretched will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the returned device found the subject guidewire broken/fractured. There was no clinical consequence to the patient reported as a result of this event.